Event description:
Event description guidant received information that the patient with this pacing system reported to the hospital with ventricular loss of capture and was not feeling well. The hospital has no programmer or temporary pacemaker.